Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the customer was having issues with the insulin pump alarming no delivery due to real bad batch of infusion sets. The infusion set would have bent cannulas causing the customer's blood glucose to go high, over 600 mg/dl. Troubleshooting was not performed on the insulin pump as alarm was resolved prior to call by changing the infusion set. Customer is not returning the insulin pump for analysis.